Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 305891 and lot number 2012007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the reported lot were obtained for evaluation by our quality engineer team. The retained needle samples were assembled with a discardit 2ml syringe. No signs of defective hub connection were observed with any of the retained samples. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident. Engagement force is measured during manufacturing as part of the in-process inspections and final testing prior to product release. Smartslip technology ¿ has been introduced to help ensure a secure connection is made with luer slip syringes.

Event description:
It was reported while using bd eclipse¿ safety needle the needle and syringe could not connect properly and leakage occurred. There was no report of patient impact.the following information was provided by the initial reporter: pushing together this new needle and the vaccine took lots of effort and in a final effort to push it onto the infanrix hexa syringe my grip slipped and the plunger was depressed causing vaccine spillage and subsequent wastage of vaccine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ safety needle the needle and syringe could not connect properly and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: pushing together this new needle and the vaccine took lots of effort and in a final effort to push it onto the infanrix hexa syringe my grip slipped and the plunger was depressed causing vaccine spillage and subsequent wastage of vaccine.